Manufacturer narrative:
Additional information one prior inflation was applied and the balloon burst at 10 atm. No vessel injury noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the percutaneous transluminal angioplasty ab35w07100135 evercross 035 balloon to post- dilate an 8mm x 7.5cm non-medtronic stent, the balloon ruptured and subsequently detached from the catheter. The detachment occurred when trying to remove the balloon after it burst. The detached portion of the balloon became lodged in the right external iliac art ery. The target lesion was located in the mid right common iliac artery, characterized by severe calcification, 80% stenosis, a lesion length of 40mm, and an artery diameter of 8mm. The vessel was not pre-dilated. A 0.035 non-medtronic guidewire was used. An inflation device with 50/50 contrast inflation fluid was used for balloon inflation. Several unsuccessful attempts were made to remove the dislodged balloon portion. The balloon catheter was safely removed however part of the detached balloon remained in the vessel and had to be tacked to the vessel wall with an additional stent. The patient was reported to be alive with no injury. No patient complications have been reported as a result of this event.